Event description:
While the rn was administering IV medication via an alaris pump, it was noted that a leak started near the juncture of the 3-way stopcock and the pump infusion set. This infusion set is a new replacement product from bd. Bd alaris pump infusion set with 2 ganged 4-way stopcocks. FDA safety report ID# (B)(4).